Manufacturer narrative:
Awaiting further info regarding the availability of the device for investigation. There were two super multivac 50 wands used in the same procedure. The second device is submitted under medwatch no 2951580-2008-00086.

Event description:
In 2008, a clinical incident involving two super multivac 50 with integrated cable wands were reported to arthrocare corp. Following a right knee menisectomy, it was reported the pt developed a burn a short time after discharge which appeared as blistering below the right knee cap (below location of the portals). The hospital reported the burn appeared to be a cable or tubing burn. The burn was treated by the hospital (size and severity of burn and treatment details were not provided).